Manufacturer narrative:
System controller pcb assembly. Physio-control evaluated the device, and observed that it would cycle power on and off continuously, when ac or battery was connected. Physio determined the problem was due to a failed system controller pcb assembly. The root cause of the failure was determined to be due to a failure of an ic chip, designator u18. The ic was determined to be heat sensitive.

Event description:
Incoming technical support call. According to the reporter, the device continuously cycles power, when ac or battery is connected. There were no reports of any adverse affects to a patient as a result of the device use.